Manufacturer narrative:
The reported event of no capture was not confirmed. A complete lead with a stylet was returned in one piece for analysis. Electrical testing and visual inspection of the lead found no anomalies except for damage consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had no capture. The lead was explanted and replaced. The asymptomatic patient tolerated the procedure and was discharged.

Event description:
New information noted that the lead had high pacing threshold.